Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -11.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens but the problem was not resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that there was no visible damage to the lens. (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
Conclusion: as per dfu for this lens model, implantation of this lens in an individual with anterior chamber depth (acd) below 3.0mm is contraindicated. This patient has an acd of 2.8mm. (B)(4).